Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sample was not returned for evaluation. Images and medical records were provided and review by clinical manager. Based on the review of the information provided it was determined that the physicians manipulation of the introducer system likely caused the suprarenal aortic extension to cover the renal artery. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The lot usage history shows that no other units from this lot have been involved in similar event.

Event description:
It was reported that during implantation of a bifurcated device and a suprarenal aortic extension, the aortic extension was implanted at the level of the renal arteries. Reportedly, the physician attempted to pull the extension down by performing balloon dilatation several times, unsuccessfully. The physician elected to explant the devices and treat the patient with a dacron graft. There was no reported injury.